Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed.the setscrew marks on the connector pin were too proximal and visual summary analysis of the lead indicated damage at implant. The analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst also noted there were two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin is too proximal -the lead was not fully inserted into the device. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead had high impedance. After manipulation, the device produced noise on the atrial channel which looked like a connection problem or a micro-dislocation of the lead. After re-connection two times, the lead showed undersensing. The ra lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.